Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause for the reportable event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the repair center for a separate issue. During the device analysis, the repair team indicates that white foreign material was found at air water cylinder and tube. It was determined that the air water cylinder and tube needed to be replaced. There was no patient involvement.